Event description:
According to the reporter, the device is not delivering the full 1800ml in a 24 hour period. The unit only delivers 1500ml, but displays that full feed has been completed. It has not been serviced in its 5 years since being sold. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of not delivering the full amount. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. A review of the device history record by shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.